Event description:
It was reported that the tibial articular surface provisional broke while removing from knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not received for evaluation, so no product evaluation could be conducted. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.